Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not yet obtained. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the client showed evidence that the tip of the imaging window was kinked.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the catheter became coiled around the coronary wire after exiting the vessel, leading to a malfunction and defect. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the catheter became coiled around the coronary wire after exiting the vessel, leading to a malfunction and defect. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not yet obtained. If additional details become available, a supplemental report will be submitted.